Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for an unknown unk - cage/spacers: opal /unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent posterior spinal fusion an opal allograft set-eval on the left side of a patient at the l5/s1 disc space migrated posteriorly. A clinical outcome experienced by the patient was dural tear. Currently, there is no product code for the opal spacer that was removed. It was kept at the facility to run through decontamination. The implant was also burred down using a drill to remove it so lot numbers and product codes are missing. Patient outcome and status were unknown. The cage was successfully explanted, no other devices were involved, no other cage was implanted, and the explanted cage is available for return. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Event description:
This report captures the postoperative event due to migration of the cage posteriorly while related complaint: (B)(4) captures the intraoperative event where an implant was burred down using a drill for removal. This report is for one (1) opal spacer 10mm x 24mm 11mm height-revolve.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1: brand name. D2: additional device product code: max. D4: catalog number; lot number; UDI number. G1: physical manufacturer; g5. H6: patient code 3191 used to capture additional medical/surgical intervention required and reported event of dural tear. H11 corrected data: b1: corrected to adverse event and product problem. H6: corrected device code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection performed at customer quality (cq) and the cage was chipped at the distal portion (not returned). The break is jagged and oblique and most likely occurred during removal as stated in the event description the cage burred and a drill had to be used to retrieve the implant which contributed to the breakage. No new issues were identified. A functional test could not be performed as the complaint condition of migration could not be recreated in vitro. Due to post manufacturing damage and the tapered design of the cage an accurate dimensional inspection could not be obtained. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. This complaint was not able to be confirmed for migration and no product design issues or manufacturing discrepancies were identified during this investigation. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 08.803.051. Lot number: 9824987 . Part manufacture date: 10 jun 2015. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of opal spacer 10mm x 24mm 11mm height revolve was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch part number: 889.961.04 . Lot number: 7855199. Part manufacture date: 27 jan 2015. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record for the raw material (tan pin dia 1.2mm) revealed no complaint related anomalies the device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Part number: peekltri20.20. Lot number: 7418225. Part manufacture date: 28 jun 2013. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record for the raw material peekltri20.20 revealed no complaint related anomalies the device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.